Event description:
In this event it is reported that a vdw.rotate 15.04 6-files 25mm broke during use. The broken part remains in the root canal. Further treatment planned. Requested further information.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Additional information received. Broken part remained in root canal, could not removed. Patient was informed about the broken piece in mb canal. Herm closure + pv closure with ibond and flow. In 6 months, control x-ray and then decision on whether to provide a crown. Investigation results: a vdw.rotate file 15 .04 25mm 025 was returned in loose. File is broken in the active part (fatigue). No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1834377). Root causes are not identified. We will track this kind of event and monitor the trend. Root causes are not identified. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee. FDA coding that was initially reported in the initial report for health effect- impact code is being corrected from code 4648 to 2199. This is a follow up report to correct this code.